Manufacturer narrative:
(B)(6).

Event description:
Elegance clinical study: it was reported that vessel dissection occurred. The subject underwent treatment with eluvia drug-eluting stent on (B)(6) 2022 as a part of the elegance clinical trial. The target lesion was in the right mid superficial femoral artery with proximal reference vessel diameter of 6 mm and distal reference vessel diameter of 5 mm with lesion length of 100 mm and 100% stenosis and was classified as tasc ii d lesion. Prior to target lesion treatment, balloon dilation was performed with 3 mm x 120 mm non-bsc pta balloon and 5 mm x 120 mm mustang pta balloon. Treatment of target lesion was performed by placement of study device, 6 mm x 120 mm eluvia drug-eluting stent. Following treatment, post dilation was performed with 5 mm x 120 mm mustang pta balloon, and the final residual stenosis was noted to be 20%. On (B)(6) 2022, on the same day of index procedure, during treatment of target lesion, dissection of grade c was noted after the pre-dilation with 5 mm x 120 mm mustang pta balloon. In response to the dissection in target lesion, stents were placed, and balloon dilation was performed with same 5 mm x 120 mm mustang pta balloon, and post treatment final residual stenosis was noted to be 20%. On the same day, the complication was resolved and on (B)(6) 2022, the subject was discharged.